Manufacturer narrative:
Data not available. Manufacturer investigation conclusion: the patient was routinely transplanted and no device related issues were discovered during the evaluation of the heartmate ii lvad that would have affected pump function. Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Visual inspection of the returned portion of the sealed outflow graft revealed no evidence of distortion such as twisting or kinking. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of lvad revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. Incidental finding: during the evaluation of vad-14653, an incidental finding of superficial damage to the outer jacket was identified on the external portion of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device was sent back after the patient receives a routine heart transplant and the device investigation revealed superficial damage to the outer jacket on the external portion of the driveline. No further information was provided.